Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient underwent revision of a fractured exeter stem in the right hip.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: a review of the image confirms that the stem has fractured. Visual inspection the device was not returned, however an image was provided. A review of the image confirms that the stem has fractured through the neck. -medical records received and evaluation: a review by a clinical consultant concluded that: a left hip flexion deformity in concert with morbid obesity of the patient have contributed to an overload condition also in the patient¿s right hip ending in a fatigue fracture of the right exeter stem neck requiring revision -device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the reported lot. Conclusions: a review by a clinical consultant concluded that: a left hip flexion deformity in concert with morbid obesity of the patient have contributed to an overload condition also in the patient¿s right hip ending in a fatigue fracture of the right exeter stem neck requiring revision. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The original right total hip replacement operation was carried out on (B)(6) 2007 by (B)(6). An excerpt from the patients notes reads: "the patient was seen again in clinic on (B)(6) 2008 where they presented with a fixed flexion deformity of around 20 degrees in the left hip and reported back pain. The patient had also experienced lumbar degenerative changes resulting in worn discs in the spine. He has oa in both hips and uses a stick as a walking aid. Mr (B)(6) noted that "my worry is that it would compromise the replaced right hip by adapting to the posture of the left hip". An exeter total hip replacement was later carried out on the patients left hip in 2013."